Event description:
It was reported that the customer was hospitalized in the intensive care unit; details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.